Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a followup in the clinic, the right ventricular lead exhibited oversensing which resulted in pacing inhibition. The lead was explanted and replaced without incident. The patient was fine post procedure.